Event description:
It was reported that a stent fracture occurred. The 2.5x20mm promus premier stent was placed in the 50% stenosed, moderately tortuous, mildly calcified left anterior descending (lad) lesion. The lesion was eccentric and located in a bend between 45 and 90 degrees. No difficulties were noted when placing the stent. No action was taken to treat the fractured stent and the patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).